Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device¿ pelvic cavity') in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, vaginal lesion and menstruation abnormal. Concurrent conditions included vaginal itching, vaginal yeast infection, left lower quadrant pain, dysuria and uti. Concomitant products included fluconazole (diflucan) and lisinopril. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal hemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and alopecia ("hair loss"), 1 year 3 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital hemorrhage ("heavy abnormal bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("`:severe cramping"). The patient was treated with surgery (essure removed on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, genital hemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia, vaginal hemorrhage, dysmenorrhoea, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, device dislocation, dysmenorrhoea, fatigue, genital hemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: there was no indication to plaintiff that the symptoms were related to the essure® device inside her body. Discrepancy noted in essure insertion date- (B)(6) 2009 and (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Ultrasound scan vagina - on an unknown date: linear hyperechoic masses are seen at both cornua ¿ consistent with essure devices. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, dysmenorrhea, pain. Most recent follow-up information incorporated above includes: on 5-jul-2020: pif received. Event device dislocation make intervention required due to surgery. Essure removal date were added and genital hemorrhage downgraded from incident to non serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device¿ pelvic cavity') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, vaginal lesion and menstruation abnormal. Concurrent conditions included vaginal itching, vaginal yeast infection, left lower quadrant pain, dysuria and uti. Concomitant products included fluconazole (diflucan) and lisinopril. On (B)(6)2009, the patient had essure inserted. On (B)(6)2011, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and alopecia ("hair loss"), 1 year 3 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("`:severe cramping"). The patient was treated with surgery (essure removed on (B)(6)2019). Essure was removed on (B)(6)2019. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia, vaginal haemorrhage, dysmenorrhoea, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: there was no indication to plaintiff that the symptoms were related to the essure® device inside her body. Discrepancy noted in essure insertion date- (B)(6)2009 and (B)(6)2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: total bilateral occlusion. Ultrasound scan vagina - on an unknown date: linear hyperechoic masses are seen at both cornua ¿ consistent with essure devices. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, dysmenorrhea, pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on(B)(6)2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device¿ pelvic cavity') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, vaginal lesion and menstruation abnormal. Concurrent conditions included vaginal itching, vaginal yeast infection, left lower quadrant pain, dysuria and uti. Concomitant products included fluconazole (diflucan). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("`:severe cramping"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and alopecia ("hair loss"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia, vaginal haemorrhage, dysmenorrhoea, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: there was no indication to plaintiff that the symptoms were related to the essure® device inside her body. Discrepancy noted in essure insertion date- (B)(6) 2009 and (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Ultrasound scan vagina - on an unknown date: linear hyperechoic masses are seen at both cornua ¿ consistent with essure devices. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, dysmenorrhea, pain. Most recent follow-up information incorporated above includes: on 17-may-2019: plaintiff fact sheet and medical record was received events added from pfs- abnormal bleeding (vaginal),abnormal bleeding (menorrhagia), migration of essure device ¿ pelvic cavity, dysmenorrhea (cramping), fatigue, hair loss. Reporter information, medical history, concomitant drug, lab data was added. Essure insertion date was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.